Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e116 error was displayed due to faulty solid state drive assembly and motherboard. In addition, the following non-reportable malfunctions were found error e213 (versions of fpga and firmware do not match), corrosion on the board and dust inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit had error e116 two minutes after the device was switched on. The issue was found during preparation for use. There were no reports of patient harm.